Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That two screws were discovered broken two months post-operatively. The screws were removed in a revision surgery that took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw was retained by the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Pseudoarthrosis or absence of fusion at the implanted levels could have contributed to the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That two screws were discovered broken two months post-operatively. The screws were removed in a revision surgery that took place on (B)(6) 2018.